Event description:
The customer reported that the unit had a red x and a charge button failure inop screen message.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.